Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a disconnection of the transfer set which resulted in fungal (yeast) peritonitis. On an unspecified date prior to onset of the peritonitis, the patient¿s pd transfer set disconnected from the plastic adapter (manufacturer unknown). The transfer set fell off while the pt was sleeping. Thirty six days prior to the receipt of this report, the pt experienced peritonitis. The pt was hospitalized for the event (dates unspecified). On an unreported date, the pt began treatment for the peritonitis with unspecified antibiotics. On an unreported date, the patient¿s pd catheter was changed at the pd clinic and at the time was reported to have been in place for almost 6 months. The nurse was not sure if the transfer set was properly attached when the disconnection occurred. The catheter was anchored with tape and a cloth belt and the transfer set was at the end. On the same date as onset of the peritonitis, the patient¿s pd catheter was removed. The pt was switched to hemodialysis (hd). At the time of this report, the pt was recovered from the peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.